Event description:
It was reported during the procedure to implant the scs ipg, the physician experienced difficulty separating the lead from the extension ((B)(6)). The physician cut the extension connector in order to remove the lead. It was determined an extension was unnecessary and the lead was then connected directly to the ipg. Intra-operative testing revealed communication could not be established between the ipg and the pt programmer; however, the issue resolved on its own a few hours following the procedure when the pt stood in an upright position. It was reported communication was established and effective stimulation was archived post-operatively. The explanted device will not be returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.